Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve during valve deployment the balloon of the 26mm commander delivery system (ds) ruptured spirally. There was some difficulty pulling balloon completely back into the sheath, however the physician was able to pull the ds and 14f esheath+ out together. Upon removal there were no missing pieces to the balloon. There was some damage to the tip of the sheath from pulling the balloon back into it, and there appeared to be no peripheral vessel damage to be seen with angiography. The perceived root cause of the balloon is there is some lvot calcium.